Event description:
While attempting to deploy the angio seal, the device became stuck in the vessel. Dr performed a point of care (poc) ultrasound of the right groin and confirmed that the vessel had distal flow. Vascular surgeon was called and consulted in the lab. The decision was made to cut through the device with sterile scissors. The site remained stable through the entire process and the patient was comfortable and monitored.